Event description:
A technician reported patient with focal inflammation causing small raised areas at one week lasik post-operative visit. At visit patient reported vision was a "little blurry". Additional information from reporter indicated patient's topical steroid dosage was increased; however, the reported event has not yet resolved. This report is for the left eye, and additional report will be filed for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).